Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a minicap transfer set was leaking. This event occurred during use with patient involvement. The transfer set had been in use for two months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition was verified during visual inspection. Leak testing and clamp function testing determined that the cause of the event was due to be broken occluder feet. An assignable cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.